Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The sales rep, (B)(4) was present during surgery and reported that the surgeon impacted the tibial insert into the tibial tray using the tibial impactor. The sales rep added that once this was done, the surgeon noticed that the impactor was deformed and showed signs of wear. The sales rep added that this resulted in multiple marks and ridges being left on the tibial insert. The sales rep noted that the surgeon, mr. (B)(6)believes that the multiple ridges left on the tibial insert will significantly delay the survivorship of the implant.